Event description:
It was reported by the patient that the carelink monitor is not starting telemetry. The patient was referred to the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product analysis: model: 2490h, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found on the monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.